Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that while reaming the distal 3rd tibial shaft an 8.5mm reamer head broke into three pieces in patient. All pieces were retrieved from patient. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: a device history review was conducted. The report indicates that there are no ncrs that were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a manufacturing investigation was conducted. The report indicates that the device is broken off and the cutting edges are completely blunt. The broken off fragments are not available for investigation. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. Unfortunately we are not able to determine the exact cause of this complaint. Due to the wear and tear signs, that this product was an often and intensive used instrument. We suppose that the bad condition of the device in combination with an application of high mechanical force on it during the surgery could finally lead to the complained issue. The microscopic analysis of the broken surface shows a homogenous surface what indicates material conformity. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Please note; blunt drill tools requires more mechanical power during the application, therefore we recommend that blunt or damaged instruments need to be exchanged before surgery. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a 15-30 minute surgical delay reported.